Event description:
It was reported that the vorp was explanted on (B)(6) 2014, due to very poor bone conduction thresholds and no hearing benefit. The patient was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.